Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported via a handwritten note on the returned package indicating that extra viscoelastic was used, the incision was enlarged, trouble loading, opened not used, and the lens advanced too far. Additional information was provided by a nurse, who reported that the according to the surgeon's opinion there was trouble loading the lens and it advanced too far which caused the event. A small round tear was noted in the posterior capsule after the lens advanced too far. A sulcus lens was inserted and a suture was used to complete the procedure. There are no patient issues and the patient is doing fine. The prognosis is good.

Manufacturer narrative:
Evaluation summary: the lens was returned positioned incorrectly in a qualified cartridge. An inadequate amount of viscoelastic was observed inside the cartridge. Viscoelastic noted only around the lens and prior to nozzle entry area. No viscoelastic is observed beyond the nozzle. The lens is pressed up instead of biased down, just past the loading area. The cartridge shows no evidence of being placed into a handpiece. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicted the use of a qualified handpiece and a qualified viscoelastic. The root cause of the complaint of 'trouble loading" may be related to a failure to follow the directions for use dfu. The dfu instructs to bias the lens down before advancing the lens in the cartridge. Failure to follow this step can cause the lens to advance incorrectly. Inadequate viscoelastic was also observed. The dfu also instructs to fill the cartridge with viscoelastic before loading the lens. (B)(4).